Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified brachial vein. A 9.0x40,75cm mustang balloon catheter was advanced for dilatation. After dilatation was performed in conjunction with a 0.035 non-bsc guidewire, the physician attempted to remove the device but it became stuck. The device was removed from the patient together with the non-bsc guidewire as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device received with a 0.033inch wire. No damage was noted to the wire. No issues were noted with the tip section of the device. An examination of the catheter found that the balloon had been inflated and was not refolded. An examination of the device found that the shaft was rotated /flattened between 9cm and 10cm proximal; to the tip. However, the returned guidewire could pass through the entire device with no resistance noted. The wire passed through the damage section of the shaft with no resistance noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified brachial vein. A 9.0x40,75cm mustang¿ balloon catheter was advanced for dilatation. After dilatation was performed in conjunction with a 0.035 non-bsc guidewire, the physician attempted to remove the device but it became stuck. The device was removed from the patient together with the non-bsc guidewire as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.